Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device would not keep the cutter devices locked in place and was running hot. The event was not reported to have occurred during surgery. There were no delays to a surgical procedure and a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device unable to keep drill bits locked in place was confirmed but the reported condition of the device running hot was not confirmed. A visual and functional assessment was performed on the device which found that the device failed cutter insertion as the device would not lock the cutter. During repair it was observed that the lock cylinder was worn and corroded, the pawl release castellations were worn, the pawls were abraded and damaged, and the couple nut was corroded. The device would not secure the cutter due to the damaged pawls. The damaged pawls, worn lock cylinder, and worn pawl release castellations were caused by trying to operate the device in the load position or by pushing down on the disconnect sleeve while the device is in operation. This was also classified as user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.